Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The scrub tech reported when the system was turned on a system message displayed. The system was swapped out for another with the same system message displayed. Another system was then tried successfully. There was a 45 minute delay to the start of the schedule, before beginning surgery. No pts were prepped yet. There was no impact to the pt. The customer completed the daily schedule using one system, and moving it back and forth between operating rooms. There were no cancellations. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and was able to duplicate the problem reported. The footswitch and footswitch pcb were replaced and sent for in-house eval. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).